Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure the barrel and replica end of the valve sizers were used to size the valve. The physician felt the valve was in between two sizes, a 23mm and a 25mm valve, and chose to attempt the 25mm valve for a greater effective orifice area (eoa). A mini-sternotomy approach was used and, prior to placing any sutures, the surgeon decided this 25mm bioprosthetic valve was too large and chose to implant a 25mm valve of a different model. It was reported the patient had a small sinotubular junction (stj). No adverse patient effects were reported.